Event description:
Report received from the treating orthopedic surgeon on 1feb2017 regarding a patient whose right hip became sore and spontaneously began draining after having healed and been asymptomatic for more than 2 years from a surgery 3 years prior. Surgical exploration revealed the retained mepitel dressing, which is presumed to have migrated or been missed with the sponge during wound vac dressing changes three years ago. Two (2) weeks ago, the patient developed soreness at right hip site and, 1 week ago, he spontaneously drained purulent material. The patient was admitted to hospital 1 week ago and treated with IV antibiotics but no improvement in drainage. The patient was taken to surgery for debridement and the mepitel was found (B)(6) 2017. The material recovered was sticky on both sides. The patient was discharged from hospital on (B)(6) 2017 and is receiving IV antibiotics as outpatient and wound care. Patient history of a wound infection and complicated wound healing of right hip wound 3 years ago. The original problem was hip fracture, and after the wound complication worsened, the hardware was all removed from the hip and the wound was treated with the wound vac negative pressure therapy (npwt). Npwt was used successfully to completely heal the wound. Because there was originally exposed bone, the wound specialists placed mepitel on the bone so as to avoid placing the sponges associated with the npwt machine directly on bone. The patient was closed completely healed and asymptomatic for 2+ years. The npwt was done by a different physician.